Manufacturer narrative:
It is unknown how the damage to the external air connector housing and air hose section occurred. It is possible that the damage was the result of rough handling during shipping. This alleged failure mode poses a low risk to a patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. In addition, the driver has redundant pneumatic sources in addition to the external air pressure provided by two internal compressors. This is the first and only incident of reported damage to the air connector housing and air hose section. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This companion 2 driver was not supporting a patient. The customer reported that the inlet of air was bent and defective on the companion 2 driver. The companion 2 driver was returned to syncardia for evaluation. Visual inspection revealed damage to the external air connector housing and the air hose section. The investigation further revealed that the companion 2 driver chassis and internal components associated with the external air input were undamaged. The external skins were also free from dents or damage. The damaged external air hose was replaced, and the driver passed all final performance testing.